Manufacturer narrative:
Insulin pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the reservoir compartment was damaged. The blood glucose value was 95 mg/dl. Customer stated that the reservoir was unable to lock into the place. The product will return for the analysis.